Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the suspected external paddles were returned for evaluation. The customer's report was observed and attributed to the external paddles. The external paddles failed testing. The external paddles were replaced and scrapped to resolve the report. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge using internal paddles (serial number: (B)(6)). Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed. D4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.